Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), product type: lead. Product ID 3778-60, serial# (B)(4), product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported, via the manufacturer representative (rep), that the implantable neurostimulator (ins) was not helping so she stopped using it. The ins had not been charged in over a year and was overdischarged. No external/environmental/patient factors were reported that led to/ this issue. A trickle charge was attempted. The patient was meeting with a neurosurgeon to possibly change the ins and leads to an MRI safe system. The issue had not been resolved. The rep later reported that the battery was able to be recovered after the first trickle charge. An impedance check was done; impedances within normal limits. An x-ray confirmed that one of the leads had migrated anterior, giving the patient unwanted stimulation in the abdomen area. The rep noted that the surgical consult was for a lead revision. Indication for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.